Event description:
In 2009, the pt reported, she receives e4 (occlusion) errors on her insulin infusion device 1-2 days after she changes her infusion set tubing. She stated this occurred while she was on a cruise. She had to switch to insulin injection therapy because she had an elevated blood glucose reading of 397 mg/dl with her normal range being 70-120 mg/dl. Symptoms are dry mouth. The pt stated, she has never changed her device adapter and uses lithium batteries. She was advised to use alkaline batteries. To troubleshoot, the pt was instructed to disconnect from her headset and perform a prime. She received an e4. She changed the tubing and was able to prime until insulin flowed from the end of the tubing. She reconnected to her headset. On follow up with the pt a week later, she stated, her readings have been slowly doing better. The infusion sets were replaced and requested to be returned for evaluation.